Manufacturer narrative:
It was reported that the patient had to be brought back into surgery for a wash out the night of surgery. Replacement polys have been supplied in the event that revision surgery gets planned to exchange the poly inserts. Review of the device history record indicates that the device was manufactured to specification. All sterilization requirements were met.

Event description:
It was reported that the patient had to be brought back into surgery for a wash out the night of surgery. Replacement polys have been supplied in the event that revision surgery gets planned to exchange the poly inserts.